Event description:
It was reported that noise and occasional high impedance measurements were observed on the right ventricular channel of the pulse generator. The noise could not be recreated and the physician suspected a connection issue. On (B)(6) 2014, a system revision was performed and the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: final analysis found normal device characteristics.